Manufacturer narrative:
Customer refused service or repair.

Event description:
It was reported to philips that the device fails operational check. The customer worked with the technical support representative. The hospital has contacted a third party to repair device. The hospital has contacted a third party to repair device. The device has not caused adverse effects on patients, and other information will not be provided by the hospital. No further action at this time.

Event description:
It was reported to philips that the device fails operational check. There was no patient involvement.